Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was admitted to the hospital due to possible stroke following a permanent implant procedure. It was also noted that the patient had seizure. The physician believed that the stroke and seizure was not device related, and the cause was unknown.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was admitted to the hospital due to possible stroke following a permanent implant procedure. It was also noted that the patient had seizure. The physician believed that the stroke and seizure was not device related, and the cause was unknown.

Event description:
A report was received that the patient was admitted to the hospital due to possible stroke following a permanent implant procedure. It was also noted that the patient had seizure. The physician believed that the stroke and seizure was not device related, and the cause was unknown.